Event description:
During an atrial fibrillation pulmonary vein isolation procedure using a therapy cool path ablation catheter, the irrigation port broke and detached from the catheter. While ablating in the left atrium and connecting the therapy cool path ablation catheter to the irrigation tubing set, saline was noted to be leaking from the bottom of the therapy cool path ablation catheter handle and the irrigation port was detached from the catheter. The catheter was exchanged and there were no adverse consequences to the pt.